Event description:
According to the available information, two bcaf74, lot 9874992 were received. The outside of the packaging states 7x26, but the inside peel-packaging is 6x26. They have pulled (2) products with the issue off the shelf; however, they are not sure how many have been used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find other complaints on the lot n°9874992 for the reported issue. This issue is due to a product error during kitting. The packaging with labels indicates a jj biosoft ch7 but the jj used for the kits is a jj biosoft ch6. The 2 kits manufactured were sent to the same customer who detected the issue before use. The distribution centre (dc) has performed an immediate resensitization of the kitting team. Checking the quality databases revealed a corrective and preventive action in connection with the described defect. The dc has reviewed the actions and the actions are under implementation. B3: estimated date.